Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent lateral left leg nevus resection on (B)(6) 2014 and suture was used. On (B)(6) 2014, it was reported the wound skinned over but patient experienced itching and obvious scar. On (B)(6) 2014, one-third of the suture came out from the body and patient experienced scar expansion with physis and aggravation of cheilitis symptoms. On (B)(6) 2014, the patient experienced systemic anaphylaxis. On (B)(6) 2014, another one-third of the suture came out from the body and the patient experienced a wound dehiscence and the suture that came out of the body was retrieved. The patient is under observation. Additional information has been requested.